Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice (hc) cassette without an alarm. This occurred during initial drain. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The patient stated that they had already disconnected from the hc; however, hc displayed ¿stopped drain¿. Renal therapy services (rts) assisted the patient in ending the therapy and in removing the cassette. Rts advised to notify the registered nurse about the event. There was no patient injury or medical intervention associated with this event. No additional information is available.